Event description:
Customer claims unit was plugged in approximately an hour after use. Customer heard a pop sound and entered the bathroom to find unit transformer on fire. No injuries or significant property damaged sustained save for plate cover and possibly outlet. Customer has not sought repair estimates and expressed disinterest in doing so. Customer did not observe any damage to transformer prior to occurrence and could not isolate any other outlying causes such as chemical attack. Replaced and requested return.